Manufacturer narrative:
(B)(4). Outcomes of life threatening and other no longer apply as the patient was reported to not have been in a coma.

Event description:
Additional information was received from a company representative. The patient was not in a coma as previously reported but was somewhat lethargic. The representative was given orders from the doctor to turn the pump down 50%. The patient responded very well and was currently doing good.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d07347, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-1, lot# n299757, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter . (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was currently receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. The patient was hospitalized. The company representative was called to aid in turning down the pump as the patient was in a coma for an unknown reason. It was unknown to the reporter whether a refill, missed refill, or reprogramming of the pump occurred. It was also unknown if the patient's condition was related to the patient's device or drug therapy. The change in therapy / symptoms was described as having been sudden vs. Gradual. The date of the event was (B)(6) 2015. No further information was reported. On (B)(6) 2015, additional information received from the healthcare professional indicated that the patient had not been seen since (B)(6) 2014 and had been moved to another infusion center. Additional information has been requested to determine the drug in the pump, concomitant medications, medical history, diagnostics performed related to the coma, cause of the coma, actions/interventions related to the coma, and patient outcome . If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a hcp. The device system delivered compounded baclofen (concentration 2000mcg/ml; dose 231 .2mcg/day). The startdate of the compounded baclofen therapy was (B)(6) 2004. Additional patient medication included gabapentin, flexeril, amlodipine, lipitor, wellbutrin sr, lasix, tramadol, forteo, kcl, oxybutinin, and there had been no recent changes. The patient's pertinent medical history included cerebrovascular accident (cva) with left hemiparesis, polio, depression, hypertension, urinary incontinence, osteoporosis, restless leg syndrome (rls), hyperlipidemia, and allergies to morphine sulphate and phenobarbital. Diagnostics performed related to the lethargy was telemetry of the pump which showed no problems. However, the hcp ordered the daily dose to be decreased by 50% (from 231.2mcg/day to 115mcg/day) and the patient improved. The cause of the lethargy was not determined.